Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, when it went through the guidezilla, the front end of the stent struts were damaged. The device was replaced with a non-bsc stent and the procedure was completed. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A promus element plus,mr,ous 3.50x20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal through to the mid region of the stent. Struts were found to be bunched and lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, when it went through the guidezilla, the front end of the stent struts were damaged. The device was replaced with a non-bsc stent and the procedure was completed. There were no patient complications reported and the patient status was stable.